Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) displayed elevated impedance measurements. It was further reported that ICD had reached an eri battery status in 32.1 months and the physician was not satisfied with the longevity of the ICD.